Manufacturer narrative:
Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of patient problem/medical problem, disconnection, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had tined lead revision due to it being dislodged. The patient experienced a fall which resulted in the lead becoming ineffective. X-rays showed the lead was dislodged. Reprogramming was attempted but ineffective. A new tined lead was implanted.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a surgical procedure to revise the tined lead due to the lead being dislodged. The patient experienced a fall, resulting in the lead becoming ineffective. It was reported that the x-ray showed that the lead was dislodged. The device was reprogrammed but remained ineffective. A new lead was implanted in the patient.